Event description:
It was reported that during the implant attempt, the physician attempted to tighten the setscrew on the right ventricular (rv) lead, but after tightening and loosening the setscrew once, the physician was no longer able to insert the wrench into the setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. (B)(4).